Event description:
It was reported that the pulse generator exhibited phantom programming; it was pacing in unipolar configuration. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.